Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
Surgeon using axsos 3 distal femur plate to fix a distal demur fracture around the distal part of a long gamma nail. Surgeon had the plate on the target device. Surgeon fixed the plate distally with a kwire. Surgeon "locked the box" with the screw in locking guide and a drill bit. He put a cable around the middle of the plate. Then he tried to put locking screws proximal to the cable. The locking screw in guides for the plate though the targeter would not thread into the plate. The surgeon drilled for a locking screw and tried to put in multiple short locking screws and periprosthetic locking screws. Only a few locked.